Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a peripheral IV was placed with a neutraclear valve attached. While drawing labs using a vacutainer device attached to the neutraclear female luer, fluid leaked from the valve. The vacutainer device was removed and the leak continued. The neutraclear was replaced without further issues. There was no report of patient harm.